Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with pectoral muscle stimulation. It was further reported there were high thresholds on the right ventricular (rv) lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.